Event description:
It was reported that during an implant procedure, patients vessel was nicked while using a boston scientific tunneler and experienced bleeding. The physician applied pressure to stop the bleeding and the issue was resolved. No further information could be obtained.